Event description:
It was reported that patient was found down, with no flow through left ventricular assist device (lvad). Log file review captured flow dropped on (B)(6) 2022 at 21:15. The flow recovered at 21:36. On (B)(6) 2022 at 21:36 it noted there were no external power alarms while connected to a mobile power unit (mpu), however, the pump was supported by the controller's internal backup battery. The flow dropped again at 23:30 to 2.4 lpm but recovered at 23:32. The log file ended with the pump running at 11000 rpms with a flow of 6.3 lpm and power at 8.5 watts. It was further reported through the patient outcome, the patient passed away on (B)(6) 2022 due to outflow graft obstruction. Additional information was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for evaluation, and the heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. Additionally, review of the submitted log file confirmed low flow values; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient was found down on (B)(6) 2022 with no flow through the pump. It was later communicated that the patient expired on (B)(6) 2022 due to outflow graft obstruction. The submitted log file was reviewed and found that the pump operated at the set speed without issue. Transient low flow values of 2.4 liters per minute (lpm) were captured on (B)(6) 2022 with active blank flow and flow estimator low flags. Flow increased above the low flow alarm threshold approximately 11 minutes after first decreasing to 2.4 lpm. The system controller backup battery powered the pump appropriately during no external power events captured on (B)(6) 2022; refer to the mobile power unit and controller investigations regarding these findings. Atypical power cable disconnect and low voltage advisory alarms were also captured; refer to the patient cable investigation regarding this finding. There were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of heartmate ii lvas, including death. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 4 explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays ¿+++¿ or ¿---¿ to prevent the display of inaccurate flow information. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). Section 5 ¿surgical procedures¿ of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.